Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, two of the devices dropped the needle upon entry into the abdomen. One was difficult to use. There was no patient injury. Another device was used to complete the case. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of two endo stitch* 10mm suturing devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the device one noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The needle was received with device one. The visual inspection of the needle noted witness marks on the cone and the portion of the needle located between the swage and cone. The visual inspection of device number two noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. No plastic shearing of the toggle switch was noted. No needle was received with device two. A pmv needle was loaded onto each endo stitch* device. The needles were found to function properly when applied through layers of test media. Pressure was exerted on the needles in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needles. After further visual inspection, some plastic shearing was noted on the toggle switch. The toggle should only be activated when the handles and jaws are in the closed position. Failure to do so may damage the device. This occurs when pressure is applied on the toggle lever prior to closing the handles and prematurely attempting to toggle, resulting in the shaving conditions noted. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.